Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow up in clinic, loss of capture was observed on the right ventricular (rv) lead and the patient reported pain with rv pacing. Lead perforation and dislodgement was suspected. During the lead revision procedure, the lead was explanted due to too much tissue around the helix. The lead was replaced successfully. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.